Event description:
The patient reported that the device was not fully functional. Testing conducted by the implant center confirmed that the device was not functioning. Patient has been reimplanted with another clarion device.